Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2007. She experienced heavy bleeding (genital hemorrhage) that required an endometrial ablation in 2013. She reported an appendectomy in 2015 and in 2016, observing 2015 images, her physician referred that one of her essure coils had migrated from her fallopian tube and had perforated her uterus (uterine perforation). An ultrasound in 2016 identified blood blister on top of her uterus (uterine hemorrhage). All events were considered serious, appendicectomy due to hospitalization and the others due to medical relevance. Appendicectomy is unanticipated while the others are anticipated in the reference safety information for essure. Abnormal genital bleeding may occur after essure insertion. In this particular case, the heavy bleeding started after essure insertion, required an endometrial ablation, and it was not resolved by the time of report. Uterine perforation may occur with any trans-cervical intrauterine procedure and also with essure, most often during insertion. In this case the perforation was diagnosed 7 years after insertion. In this case, also a uterine hemorrhage was diagnosed after essure insertion. Considering the temporal relationship and the lack of alternative explanation, causality between uterine perforation, genital and uterine hemorrhage and essure cannot be excluded. Appendicectomy is usually performed due to inflammation of the vermiform appendix caused by obstruction of the appendiceal lumen, most commonly due to infections or fecaliths, therefore it was considered unrelated to essure. The case was classified as incident due to organ damage (perforation) and required intervention (endometrial ablation). Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), uterine perforation ("one of her essure coils had migrated from her fallopian tube and had perforated her uterus"), uterine haemorrhage ("blood blister on top of her uterus") and appendicectomy ("appendectomy") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. No history of migraines. On (B)(6) 2007, the patient started essure (ess205). In (B)(6) 2015, the patient experienced appendicectomy (seriousness criterion hospitalization). In 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), depression ("depression grew more severe after implantation") with fatigue, weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), vulvovaginal pruritus ("chronic vaginal itching") and migraine ("severe migraines"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (endometrial ablation in 2013). At the time of the report, the genital haemorrhage, back pain, abdominal pain, depression, weight fluctuation and dyspareunia had not resolved and the uterine perforation, uterine haemorrhage, appendicectomy, dysmenorrhoea, vulvovaginal pruritus, migraine and ovarian cyst outcome was unknown. The reporter considered genital haemorrhage, uterine perforation, uterine haemorrhage, appendicectomy, dysmenorrhoea, back pain, abdominal pain, depression, weight fluctuation, dyspareunia, vulvovaginal pruritus, migraine and ovarian cyst to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: computerised tomogram result was one coil had migrated and perforated the uterus. In 2016: ultrasound scan result was blood blister on top of uterus and ovarian cysts. On an unknown date: hysterosalpingogram result was coils properly placed and tubes blocked. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2007. She experienced heavy bleeding (genital hemorrhage) that required an endometrial ablation in 2013. She reported an appendectomy in 2015 and in 2016, observing 2015 images, her physician referred that one of her essure coils had migrated from her fallopian tube and had perforated her uterus (uterine perforation). Also, an ultrasound in 2016 identified blood blister on top of her uterus (uterine hemorrhage). All events were considered serious, appendicectomy due to hospitalization and the others due to medical relevance. Appendicectomy is unanticipated while the others are anticipated in the reference safety information for essure. Abnormal genital bleeding may occur after essure insertion. In this particular case, the heavy bleeding started after essure insertion, required an endometrial ablation, and it was not resolved by the time of report. Uterine perforation may occur with any trans-cervical intrauterine procedure and also with essure, most often during insertion. In this particular case the perforation was diagnosed 7 years after insertion. In this case, also a uterine hemorrhage was diagnosed after essure insertion. Considering the temporal relationship and the lack of alternative explanation, causality between uterine perforation, genital and uterine hemorrhage and essure cannot be excluded. Appendicectomy is usually performed due to inflammation of the vermiform appendix caused by obstruction of the appendiceal lumen, most commonly due to infections or fecaliths, therefore it was considered unrelated to essure. The case was classified as incident due to organ damage (perforation) and required intervention (endometrial ablation). Additionally, non-serious events were reported. A product technical analysis is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding"), uterine perforation ("one of her essure coils had migrated from her fallopian tube and had perforated her uterus"), uterine haemorrhage ("blood blister on top of her uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), embedded device ("right device was embedded in the right ovary.") And appendicectomy ("appendectomy") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, gravida ii, parity 2 (live birth on 1994 and 1998.), wrist pain, numbness (3 finger numbness and tingling), shortness of breath, productive cough, upper respiratory infection, neck pain, neck pain, nerve root lesion (cervical;), cervical disc degeneration, anxiety and asthma. No history of migraines. Concurrent conditions included pain in arm (arm pain-swelling), vomiting, diarrhea (x2 days), weakness generalized, constipation, vaginitis (bacterial), chest tightness, lump feeling in throat, difficulty breathing, swelling of tongue, hives, itching, radiculopathy (pain has worsened since (B)(6)), cervical disc degeneration (cervical radiculopathy secondary) and spondyloarthropathy. Family history included breast cancer (maternal aunt,maternal grandmother, paternalother.), ovarian cancer (grandmother and an aunt), emphysema (father), copd (father), sleep apnea (father), cancer (mother and father), congestive heart failure (brother), hypertension (father;) and high cholesterol (mother.). Concomitant products included ibuprofen for abdominal pain, levofloxacin (levaquin) for bronchitis as well as anabolic steroids, epirubicin hydrochloride (epi) and famotidine (pepcid). On an unknown date, the patient started benadryl at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression grew more severe after implantation/depression") with fatigue, dyspareunia ("pain during intercourse/moderate to severe dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergic or hypersensitivity rash"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with rash and weight increased ("weight gain"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device dislocation ("migration of essure device- uterus"). In (B)(6) 2015, the patient underwent appendicectomy (seriousness criterion hospitalization). In 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) with pelvic pain, embedded device (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), weight fluctuation ("weight fluctuations"), vulvovaginal pruritus ("chronic vaginal itching") and migraine ("severe migraines/moderate to severe migraines"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (endometrial ablation in 2013).essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, back pain, abdominal pain, depression, weight fluctuation and dyspareunia had not resolved and the uterine perforation, uterine haemorrhage, menorrhagia, embedded device, appendicectomy, device dislocation, dysmenorrhoea, vulvovaginal pruritus, migraine, ovarian cyst, dermatitis allergic, headache, nausea, tooth disorder, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, appendicectomy, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: right side device has migrated to the uterus; currently searching for a surgeon who accepts my state health insurance. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Computerised tomogram - in (B)(6) 2015: one coil had migrated and perforated the uterus. Hysterosalpingogram - on (B)(6) 2007: coils properly placed and tubes blocked. Ultrasound scan - in 2016: blood blister on top of uterus and ovarian cysts on unspecified date, patient had used birth control pills and depo provera as a contraception. Patient had vague hypoechoic shadowing lesion 9:00 right breast. Possible cyst 10:00. Procedure performed: right c6 selective nerve root injection. Fluoroscopic guidance for procedure. Allergy: effexor- anaphylaxis; naproxen- hives; tylenol with codeine- swelling; erythromycins- swelling; doxycycline hyclate- vomiting; keflex- difficulty breathing, swelling; vicodin- hives, rash; wellbutrin- suicidal; aspirin (salicylates)- thins blood; penicillin- swelling; sulfa drugs- hives. Social history: current tobacco use: former smoker quit (B)(6) 2014; alcohol use: occasional alcohol use. Allergies: penicillin; erythromycin; keflex; sulfa drugs; aspirin; flexeril; vicodin; doxycycline; zithromax z-pak; effexor; wellbutrin; valium;codeine; naproxen; morphine; gabapentin; lyrica. Ptent had performed test ,ultrasound- cyst on ovaries, blood clot on uterus. On (B)(6) 2005, patient had test performed left knee, ap, lateral result was findings raise the possibility of a small joint. On (B)(6) 2009, patient had test performed pelvic ultrasound result was no sonographic evidence to suggest ovariantorsion.right ovarian cyst as described above.thickened endocervical canal with vascular flowon doppler evaluation, evaluation for neoplasm is indicated, differential includes endocervical polyp. On (B)(6) 2009, patient had test performed CT abdomen and pelvis without contrast result no evidence of urolithiasis, no hydro nephrosis, hydro ureter or typical changes of obstructive uropathy.large amount of stool in the colon with no rectal fecal impaction. On (B)(6) 2009, patient had test performed frontal and lateral view of the chest result: no acute radiographic cardiopulmonary process. On (B)(6) 2013, patient had test performed CT chest w/IV contrast result no CT findings of pulmonary embolus.2. Very mild small airway wall thickening bilaterally. On (B)(6) 2013, patient had test performed, suspicious right breast mass in the 9:00 position. Recommend ultrasound guided core needle biopsy for further evaluation. Patient is scheduled for the procedure. And 10:00 hypoechoic anechoic mass. This may be a bilobed cyst. On (B)(6) 2013, patient had test performed biopsy of the right breast,percutaneous,automatedvacuumassisted biopsydevice, usingultrasound guidance. Ultrasoundguidance for biopsy, imaging supervision andinterpretation.image guided placement, metallic localization clip,percutaneous,during breastbiopsy. Post clip rightdigital diagnosticmammogram. Ultrasoundguidance for cyst aspiration. Image guidedneedleplacement and cyst aspiration, :result impression: successful right breast ultrasound guided,vacuum assisted core needle biopsy. Successful marker clip placement with confirmation by right digital diagnostic mammogram. See addendum for radiology pathology correlation. Successful ultrasound guided right breast cyst aspiration. On (B)(6) 2014, patient had test performed pa and lateral chest result : no acute pulmonary disease. On (B)(6) 2014, patient had test performed left upper extremity numbness result: the results of this study are within normal limits. There is no evidence of a median neuropathy, peripheral polyneuropathy or left cervical radiculopathy. On (B)(6) 2014, patient had test performed result the results of this study are within normal limits. There is no evidence of a median neuropathy, peripheral polyneuropathy or left cervical radiculopathy. On (B)(6) 2014, patient had test performed intact biceps muscle and tendon result: intact biceps brachii muscle and distal tendon.mild common extensor tendinopathy. On (B)(6) 2014, patient had test performed mr cervical spine w/wo result: developmentally narrow canal. Mild multilevel spondylosis. Postoperative changes from anterior fusion c5-c6 with fluid like signal in the residual right side of the disc space. On (B)(6) 2015, patient had test performed result : CT of the abdomen, and pelvis with contrast abnormally dilated fluid-filled appendix with surrounding. Periappendiceal inflammatory stranding.appearance is compatible with acute appendicitis. This finding was called viaprimordial. On (B)(6) 2016, patient had test performed bilateral digital diagnostic mammogram with computer result : no mammographic evidence for malignancy. Recommend annual screening. Mammogram. Breast density notification will be sent to the patient. A result letter has been given to the patient. Shewill also receive a reminder letter 1 month prior to her next mammogram.bi-rads final assessment category 2: benign management recommendation: routine screening mammography. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 29-jan-2018: pfs & mr received- new reporter, patient demographic information, lab data, patient relevant history, new concomitant medications and product indication added. New events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity rash, rashes or skin conditions unknown, headaches, nausea, dental problems, nickel allergy, pain migration of essure device- uterus, and right device was embedded in the right ovary were added. The events, moderate to severe migraines, depression, dysmenorrhea cramping, and moderate to severe dyspareunia painful sexual intercourse were clubbed with previous events. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of her essure coils had migrated from her fallopian tube and had perforated her uterus"), embedded device ("right device was embedded in the right ovary."), genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("blood blister on top of her uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("ovarian cysts"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and appendicectomy ("appendectomy") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live birth on 1994 and 1998.), wrist pain, numbness (3 finger numbness and tingling), shortness of breath, productive cough, upper respiratory infection, neck pain, neck pain, nerve root lesion (cervical;), cervical disc degeneration, anxiety and asthma. No history of migraines. Concurrent conditions included pain in arm (arm pain-swelling), vomiting, diarrhea (x2 days), weakness generalized, constipation, vaginitis (bacterial), chest tightness, lump feeling in throat, difficulty breathing, swelling of tongue, hives, itching, radiculopathy (pain has worsened since (B)(6)), cervical disc degeneration (cervical radiculopathy secondary), spondyloarthropathy and body mass index. Family history included breast cancer (maternal aunt,maternal grandmother, paternalother.), ovarian cancer (grandmother and an aunt), emphysema (father), copd (father), sleep apnea (father), cancer (mother and father), congestive heart failure (brother), hypertension (father;) and high cholesterol (mother.). Concomitant products included ibuprofen for abdominal pain, levofloxacin (levaquin) for bronchitis as well as anabolic steroids, epirubicin hydrochloride (epi) and famotidine (pepcid). On an unknown date, the patient started benadryl at an unspecified dose and frequency. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)") and abdominal pain ("severe abdominal pain"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse/moderate to severe dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In 2007, the patient experienced depression ("depression grew more severe after implantation/depression"), dermatitis allergic ("allergic or hypersensitivity rash"), nausea ("nausea"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). In (B)(6) 2007, the patient experienced headache ("headaches"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device dislocation ("migration of essure device- uterus"). In (B)(6) 2015, the patient underwent appendicectomy (seriousness criterion hospitalization). In 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). On an unknown date, 10 years 11 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), vulvovaginal pruritus ("chronic vaginal itching"), migraine ("severe migraines/moderate to severe migraines"), rash ("rashes or skin conditions- unknown") and abdominal discomfort ("pressure on the lower right abdominal"). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with surgery (salpingectomy (one side) and unilateral oophorectomy), surgery (salpingectomy (one side) and unilateral oophorectomy), surgery (endometrial ablation in 2013), surgery (ablation done in 2013), surgery (ablation done in 2013) and surgery (oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, uterine haemorrhage, ovarian cyst, device dislocation, appendicectomy, dysmenorrhoea, fatigue, vulvovaginal pruritus, dermatitis allergic, headache, nausea, tooth disorder, allergy to metals, rash, pelvic pain and weight increased outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, migraine and abdominal discomfort had resolved and the back pain, depression and weight fluctuation had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, appendicectomy, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pruritus, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: right side device has migrated to the uterus; currently searching for a surgeon who accepts my state health insurance. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Computerised tomogram - in (B)(6) 2015: one coil had migrated and perforated the uterus hysterosalpingogram - on (B)(6) 2007: coils properly placed and tubes blocked ultrasound scan - in 2016: blood blister on top of uterus and ovarian cysts on unspecified date, patient had used birth control pills and depo provera as a contraception. Patient had vague hypoechoic shadowing lesion 9:00 right breast. Possible cyst 10:00. Procedure performed: right c6 selective nerve root injection. Fluoroscopic guidance for procedure allergy: effexor- anaphylaxis; naproxen- hives; tylenol with codeine- swelling; erythromycins- swelling; doxycycline hyclate- vomiting; keflex- difficulty breathing, swelling; vicodin- hives, rash; wellbutrin- suicidal; aspirin (salicylates)- thins blood; penicillin- swelling; sulfa drugs- hives. Social history: current tobacco use: former smoker quit (B)(6) 2014; alcohol use: occasional alcohol use. Allergies: penicillin; erythromycin; keflex; sulfa drugs; aspirin; flexeril; vicodin; doxycycline; zithromax z-pak; effexor; wellbutrin; valium;codeine; naproxen; morphine; gabapentin; lyrica. Patient had performed test ,ultrasound- cyst on ovaries, blood clot on uterus. On (B)(6) 2005, patient had test performed left knee, ap, lateral result was findings raise the possibility of a small joint. On (B)(6) 2009, patient had test performed pelvic ultrasound result was no sonographic evidence to suggest ovariantorsion. Right ovarian cyst as described above. Thickened endocervical canal with vascular flow on doppler evaluation, evaluation for neoplasm is indicated, differential includes endocervical polyp. On (B)(6) 2009, patient had test performed CT abdomen and pelvis without contrast result no evidence of urolithiasis, no hydro nephrosis, hydro ureter or typical changes of obstructive uropathy. Large amount of stool in the colon with no rectal fecal impaction. On (B)(6) 2009, patient had test performed frontal and lateral view of the chest result: no acute radiographic cardiopulmonary process. On (B)(6) 2013, patient had test performed CT chest w/IV contrast result no CT findings of pulmonary embolus 2. Very mild small airway wall thickening bilaterally. On (B)(6) 2013, patient had test performed, suspicious right breast mass in the 9:00 position. Recommend ultrasound guided core needle biopsy for further evaluation. Patient is scheduled for the procedure. And 10:00 hypoechoic anechoic mass. This may be a bilobed cyst. On (B)(6) 2013, patient had test performed biopsy of the right breast,percutaneous,automated vacuumassisted biopsy device, using ultrasound guidance. Ultrasound guidance for biopsy, imaging supervision and interpretation. Image guided placement, metallic localization clip,percutaneous,during breast biopsy. Post clip right digital diagnostic mammogram. Ultrasound guidance for cyst aspiration. Image guidedneedle placement and cyst aspiration, :result impression: successful right breast ultrasound guided,vacuum assisted core needle biopsy. Successful marker clip placement with confirmation by right digital diagnostic mammogram. See addendum for radiology pathology correlation. Successful ultrasound guided right breast cyst aspiration. On (B)(6) 2014, patient had test performed pa and lateral chest result : no acute pulmonary disease. On (B)(6) 2014, patient had test performed left upper extremity numbness result: the results of this study are within normal limits. There is no evidence of a median neuropathy, peripheral polyneuropathy or left cervical radiculopathy. On (B)(6) 2014, patient had test performed result the results of this study are within normal limits. There is no evidence of a median neuropathy, peripheral polyneuropathy or left cervical radiculopathy. On (B)(6) 2014, patient had test performed intact biceps muscle and tendon result: intact biceps brachii muscle and distal tendon. Mild common extensor tendinopathy. On (B)(6) 2014, patient had test performed mr cervical spine w/wo result: developmentally narrow canal. Mild multilevel spondylosis. Postoperative changes from anterior fusion c5-c6 with fluid like signal in the residual right side of the disc space. On (B)(6) 2015, patient had test performed result : CT of the abdomen, and pelvis with contrast abnormally dilated fluid-filled appendix with surrounding. Periappendiceal inflammatory stranding. Appearance is compatible with acute appendicitis. This finding was called viaprimordial. On (B)(6) 2016, patient had test performed bilateral digital diagnostic mammogram with computer result : no mammographic evidence for malignancy. Recommend annual screening mammogram. Breast density notification will be sent to the patient. A result letter has been given to the patient. She will also receive a reminder letter 1 month prior to her next mammogram. Bi-rads final assessment category 2: benign management recommendation: routine screening mammography. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records : pelvic pain, allergies, depression. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - pfs received- new event "pressure on the lower right abdominal" were added. Date of device removal and surgical treatment(salpingectomy (one side) and unilateral oophorectomy) surgery were added. Outcome were added as recovered. Fu3,fu4 and fu5 proceed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of her essure coils had migrated from her fallopian tube and had perforated her uterus'), device dislocation into abdominal cavity ('right device was embedded in the right ovary.'), genital haemorrhage ('heavy bleeding'), uterine haemorrhage ('blood blister on top of her uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), ovarian cyst ('ovarian cysts'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and appendicectomy ('appendectomy') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included diphenhydramine hydrochloride. The patient's medical history included gravida ii, parity 2 (live birth on 1994 and 1998.), wrist pain, numbness (3 finger numbness and tingling), shortness of breath, productive cough, upper respiratory infection, neck pain, neck pain, nerve root lesion (cervical;), cervical disc degeneration, anxiety and asthma. No history of migraines. Concurrent conditions included pain in arm (arm pain-swelling), vomiting, diarrhea (x2 days), weakness generalized, constipation, vaginitis (bacterial), chest tightness, lump feeling in throat, difficulty breathing, swelling of tongue, hives, itching, radiculopathy (pain has worsened since january), cervical disc degeneration (cervical radiculopathy secondary), spondyloarthropathy, body mass index abnormal, gastroesophageal reflux disease, breast mass, nicotine dependence, cigarette smoker, drug hypersensitivity and active suicidal ideation. Family history included breast cancer (maternal aunt,maternal grandmother, paternalother.), ovarian cancer (grandmother and an aunt), emphysema (father), copd (father), sleep apnea (father), cancer (mother and father), congestive heart failure (brother), hypertension (father;) and high cholesterol (mother.). Concomitant products included ibuprofen for abdominal pain, levofloxacin (levaquin) for bronchitis as well as anabolic steroids and famotidine. On an unknown date, the patient started diphenhydramine hydrochloride at an unspecified dose and frequency. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), depression ("depression grew more severe after implantation/depression/ depression became more severe"), nausea ("nausea"), urticaria ("hives") and anxiety ("anxiety"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse/moderate to severe dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced rash ("rashes or skin conditions- unknown") and was found to have weight increased ("weight gain"). In 2007, the patient experienced dermatitis allergic ("allergic or hypersensitivity rash") and allergy to metals ("nickel allergy"). In (B)(6) 2007, the patient experienced migraine ("severe migraines/moderate to severe migraines") and headache ("headaches"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device migration ("migration of essure device- uterus"). In (B)(6) 2015, the patient underwent appendicectomy (seriousness criterion hospitalization). In 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain"), 10 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), vulvovaginal pruritus ("chronic vaginal itching") and abdominal discomfort ("pressure on the lower right abdominal"). The patient was hospitalized on (B)(6) 2015. The patient was treated with prednisone and surgery (ablation done in 2013, oophorectomy, endometrial ablation in 2013 and salpingectomy (one side) and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation into abdominal cavity, uterine haemorrhage, ovarian cyst, device migration, appendicectomy, dysmenorrhoea, fatigue, vulvovaginal pruritus, dermatitis allergic, headache, nausea, tooth disorder, allergy to metals, rash, pelvic pain, weight increased, urticaria and anxiety outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, migraine and abdominal discomfort had resolved and the back pain, depression and weight fluctuation had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, anxiety, appendicectomy, back pain, depression, dermatitis allergic, device migration, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, urticaria, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pruritus, weight fluctuation, weight increased and device dislocation into abdominal cavity to be related to essure (ess205). The reporter commented: right side device has migrated to the uterus; currently searching for a surgeon who accepts my state health insurance. Discrepancy noted in removal date (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Computerised tomogram in (B)(6) 2015: results: one coil had migrated and perforated the uterus. Hysterosalpingogram on (B)(6) 2007: results: total bilateral occlusion. Ultrasound scan in 2016: results: blood blister on top of uterus and ovarian cysts. On unspecified date, patient had used birth control pills and depo provera as a contraception. Patient had vague hypoechoic shadowing lesion 9:00 right breast. Possible cyst 10:00. Procedure performed: right c6 selective nerve root injection. Fluoroscopic guidance for procedure allergy: effexor anaphylaxis; naproxen- hives; tylenol with codeine swelling; erythromycins swelling; doxycycline hyclate vomiting; keflex- difficulty breathing, swelling; vicodin- hives, rash; wellbutrin suicidal; aspirin (salicylates)- thins blood; penicillin- swelling; sulfa drugs- hives. Social history: current tobacco use: former smoker quit (B)(6) 2014; alcohol use: occasional alcohol use. Allergies: penicillin; erythromycin; keflex; sulfa drugs; aspirin; flexeril; vicodin; doxycycline; zithromax z-pak; effexor; wellbutrin; valium;codeine; naproxen; morphine; gabapentin; lyrica. Ptent had performed test ,ultrasound- cyst on ovaries, blood clot on uterus. On (B)(6) 2005, patient had test performed left knee, ap, lateral result was findings raise the possibility of a small joint. On (B)(6) 2009, patient had test performed pelvic ultrasound result was no sonographic evidence to suggest ovariantorsion.right ovarian cyst as described above.thickened endocervical canal with vascular flowon doppler evaluation, evaluation for neoplasm is indicated, differential includes endocervical polyp. On (B)(6) 2009, patient had test performed CT abdomen and pelvis without contrast result no evidence of urolithiasis, no hydro nephrosis, hydro ureter or typical changes of obstructive uropathy.large amount of stool in the colon with no rectal fecal impaction. On (B)(6) 2009, patient had test performed frontal and lateral view of the chest result: no acute radiographic cardiopulmonary process. On (B)(6) 2013, patient had test performed CT chest w/IV contrast result no CT findings of pulmonary embolus.2. Very mild small airway wall thickening bilaterally. On (B)(6) 2013, patient had test performed, suspicious right breast mass in the 9:00 position. Recommend ultrasound guided core needle biopsy for further evaluation. Patient is scheduled for the procedure. And 10:00 hypoechoic anechoic mass. This may be a bilobed cyst. On (B)(6) 2013, patient had test performed biopsy of the right breast,percutaneous,automatedvacuumassisted biopsydevice, usingultrasound guidance. Ultrasoundguidance for biopsy, imaging supervision andinterpretation.image guided placement, metallic localization clip,percutaneous,during breastbiopsy. Post clip rightdigital diagnosticmammogram. Ultrasoundguidance for cyst aspiration. Image guidedneedleplacement and cyst aspiration, :result impression: successful right breast ultrasound guided,vacuum assisted core needle biopsy. Successful marker clip placement with confirmation by right digital diagnostic mammogram. See addendum for radiology pathology correlation. Successful ultrasound guided right breast cyst aspiration. On (B)(6) 2014, patient had test performed pa and lateral chest result : no acute pulmonary disease. On (B)(6) 2014, patient had test performed left upper extremity numbness result: the results of this study are within normal limits. There is no evidence of a median neuropathy, peripheral polyneuropathy or left cervical radiculopathy. On (B)(6) 2014, patient had test performed result the results of this study are within normal limits. There is no evidence of a median neuropathy, peripheral polyneuropathy or left cervical radiculopathy. On (B)(6) 2014, patient had test performed intact biceps muscle and tendon result: intact biceps brachii muscle and distal tendon.mild common extensor tendinopathy. On (B)(6) 2014, patient had test performed mr cervical spine w/wo result: developmentally narrow canal. Mild multilevel spondylosis. Postoperative changes from anterior fusion c5-c6 with fluid like signal in the residual right side of the disc space. On (B)(6) 2015, patient had test performed result : CT of the abdomen, and pelvis with contrast abnormally dilated fluid-filled appendix with surrounding. Periappendiceal inflammatory stranding.appearance is compatible with acute appendicitis. This finding was called viaprimordial. On (B)(6) 2016, patient had test performed bilateral digital diagnostic mammogram with computer result : no mammographic evidence for malignancy. Recommend annual screening mammogram. Breast density notification will be sent to the patient. A result letter has been given to the patient. Shewill also receive a reminder letter 1 month prior to her next mammogram.bi-rads final assessment category 2: benign management recommendation: routine screening mammography. On (B)(6) 2018: pathology results: final pathologic diagnosis: fallopian tube and ovary, right, salpingo-oopherectomy: ovary with cystic follicles. Fallopian tube with adhesions and paratubal cysts. Negative for malignancy. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records : pelvic pain, allergies, depression. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event hives and anxiety were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of her essure coils had migrated from her fallopian tube and had perforated her uterus'), device dislocation into abdominal cavity ('right device was embedded in the right ovary.'), genital haemorrhage ('heavy bleeding'), uterine haemorrhage ('blood blister on top of her uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), ovarian cyst ('ovarian cysts'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and appendicectomy ('appendectomy') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (live birth on 1994 and 1998.), wrist pain, numbness (3 finger numbness and tingling), shortness of breath, productive cough, upper respiratory infection, neck pain, neck pain, nerve root lesion (cervical;), cervical disc degeneration, anxiety, asthma, right upper quadrant pain, light headedness, nausea, fever, left lower quadrant pain, tendonitis, chronic anxiety, asthma, gerd, urticaria, allergic reaction to antibiotics, penicillin allergy, sulfonamide allergy, neck pain, bronchitis, stress, acute laryngitis, stress, lung cancer, agoraphobia, allergic reaction, neuropathy, tendonitis, pain in extremity, intervertebral disc degeneration, spondylosis, radiculopathy, allergic reaction to analgesics, allergic reaction to analgesics, rotator cuff syndrome, dermatitis, acute appendicitis, ovarian cyst, hematuria, myalgia, allergic rhinitis, foot operation, appendectomy and tubal ligation. No history of migraines. Concurrent conditions included pain in arm (arm pain-swelling), vomiting, diarrhea (x2 days), weakness generalized, constipation, vaginitis (bacterial), chest tightness, lump feeling in throat, difficulty breathing, swelling of tongue, hives, itching, radiculopathy (pain has worsened since january), cervical disc degeneration (cervical radiculopathy secondary), spondyloarthropathy, body mass index abnormal, gastroesophageal reflux disease, breast mass, nicotine dependence, cigarette smoker, drug hypersensitivity and active suicidal ideation. Family history included breast cancer (maternal aunt,maternal grandmother, paternalother.), ovarian cancer (grandmother and an aunt), emphysema (father), copd (father), sleep apnea (father), cancer (mother and father), congestive heart failure (brother), hypertension (father;) and high cholesterol (mother.). Concomitant products included ibuprofen for abdominal pain, levofloxacin (levaquin) for bronchitis as well as anabolic steroids, diphenhydramine hydrochloride and famotidine. In (B)(6) 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain"), depression ("depression grew more severe after implantation/depression/ depression became more severe"), nausea ("nausea"), urticaria ("hives") and anxiety ("anxiety"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse/moderate to severe dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced rash ("rashes or skin conditions- unknown") and was found to have weight increased ("weight gain"). In 2007, the patient experienced dermatitis allergic ("allergic or hypersensitivity rash") and allergy to metals ("nickel allergy"). In (B)(6) 2007, the patient experienced migraine ("severe migraines/moderate to severe migraines") and headache ("headaches"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device migration ("migration of essure device- uterus"). In (B)(6) 2015, the patient underwent appendicectomy (seriousness criterion hospitalization). In 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pain"), 10 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), weight fluctuation ("weight fluctuations"), vulvovaginal pruritus ("chronic vaginal itching") and abdominal discomfort ("pressure on the lower right abdominal"). The patient was hospitalized on (B)(6) 2015. The patient was treated with prednisone and surgery (ablation done in 2013, oophorectomy, endometrial ablation in 2013 and salpingectomy (one side) and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation into abdominal cavity, uterine haemorrhage, ovarian cyst, device migration, appendicectomy, dysmenorrhoea, fatigue, vulvovaginal pruritus, dermatitis allergic, headache, nausea, tooth disorder, allergy to metals, rash, pelvic pain, weight increased, urticaria and anxiety outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dyspareunia, migraine and abdominal discomfort had resolved and the back pain, depression and weight fluctuation had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, anxiety, appendicectomy, back pain, depression, dermatitis allergic, device migration, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, urticaria, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vulvovaginal pruritus, weight fluctuation, weight increased and device dislocation into abdominal cavity to be related to essure (ess205). The reporter commented: right side device has migrated to the uterus; currently searching for a surgeon who accepts my state health insurance. Discrepancy noted in removal date- (B)(6)2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Computerised tomogram - in (B)(6) 2015: results: one coil had migrated and perforated the uterus. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion.. Ultrasound scan - in 2016: results: blood blister on top of uterus and ovarian cysts. On unspecified date, patient had used birth control pills and depo provera as a contraception. Patient had vague hypoechoic shadowing lesion 9:00 right breast. Possible cyst 10:00. Procedure performed: right c6 selective nerve root injection. Fluoroscopic guidance for procedure allergy: effexor- anaphylaxis; naproxen- hives; tylenol with codeine- swelling; erythromycins- swelling; doxycycline hyclate- vomiting; keflex- difficulty breathing, swelling; vicodin- hives, rash; wellbutrin- suicidal; aspirin (salicylates)- thins blood; penicillin- swelling; sulfa drugs- hives. Social history: current tobacco use: former smoker quit (B)(6) 2014; alcohol use: occasional alcohol use. Allergies: penicillin; erythromycin; keflex; sulfa drugs; aspirin; flexeril; vicodin; doxycycline; zithromax z-pak; effexor; wellbutrin; valium;codeine; naproxen; morphine; gabapentin; lyrica. Ptent had performed test, ultrasound- cyst on ovaries, blood clot on uterus. On (B)(6) 2005, patient had test performed left knee, ap, lateral result was findings raise the possibility of a small joint. On (B)(6) 2009, patient had test performed pelvic ultrasound result was no sonographic evidence to suggest ovariantorsion. Right ovarian cyst as described above. Thickened endocervical canal with vascular flow on doppler evaluation, evaluation for neoplasm is indicated, differential includes endocervical polyp. On (B)(6) 2009, patient had test performed CT abdomen and pelvis without contrast result no evidence of urolithiasis, no hydro nephrosis, hydro ureter or typical changes of obstructive uropathy. Large amount of stool in the colon with no rectal fecal impaction. On (B)(6) 2009, patient had test performed frontal and lateral view of the chest result: no acute radiographic cardiopulmonary process. On (B)(6) 2013, patient had test performed CT chest w/IV contrast result no CT findings of pulmonary embolus.2. Very mild small airway wall thickening bilaterally. On (B)(6)2013, patient had test performed, suspicious right breast mass in the 9:00 position. Recommend ultrasound guided core needle biopsy for further evaluation. Patient is scheduled for the procedure. And 10:00 hypoechoic anechoic mass. This may be a bilobed cyst. On (B)(6) 2013, patient had test performed biopsy of the right breast,percutaneous,automated vacuum assisted biopsy device, using ultra sound guidance. Ultra sound guidance for biopsy, imaging supervision and interpretation. Image guided placement, metallic localization clip,percutaneous,during breast biopsy. Post clip right digital diagnostic mammogram. Ultrasound guidance for cyst aspiration. Image guided needle placement and cyst aspiration, :result impression: successful right breast ultrasound guided,vacuum assisted core needle biopsy. Successful marker clip placement with confirmation by right digital diagnostic mammogram. See addendum for radiology pathology correlation. Successful ultrasound guided right breast cyst aspiration. On (B)(6) 2014, patient had test performed pa and lateral chest result: no acute pulmonary disease. On (B)(6) 2014, patient had test performed left upper extremity numbness result: the results of this study are within normal limits. There is no evidence of a median neuropathy, peripheral polyneuropathy or left cervical radiculopathy. On (B)(6) 2014, patient had test performed result the results of this study are within normal limits. There is no evidence of a median neuropathy, peripheral polyneuropathy or left cervical radiculopathy. On (B)(6) 2014, patient had test performed intact biceps muscle and tendon result: intact biceps brachii muscle and distal tendon. Mild common extensor tendinopathy. On (B)(6) 2014, patient had test performed mr cervical spine w/wo result: developmentally narrow canal. Mild multilevel spondylosis. Postoperative changes from anterior fusion c5-c6 with fluid like signal in the residual right side of the disc space. On (B)(6) 2015, patient had test performed result: CT of the abdomen, and pelvis with contrast abnormally dilated fluid-filled appendix with surrounding. Periappendiceal inflammatory stranding. Appearance is compatible with acute appendicitis. This finding was called viaprimordial. On (B)(6) 2016, patient had test performed bilateral digital diagnostic mammogram with computer result: no mammographic evidence for malignancy. Recommend annual screening mammogram. Breast density notification will be sent to the patient. A result letter has been given to the patient. She will also receive a reminder letter 1 month prior to her next mammogram. Bi-rads final assessment category 2: benign management recommendation: routine screening mammography. On (B)(6) 2018: pathology results: final pathologic diagnosis: fallopian tube and ovary, right, salpingo-oophorectomy: ovary with cystic follicles. Fallopian tube with adhesions and paratubal cysts. Negative for malignancy. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, allergies, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.